Event description:
Information from (B)(6) clinical database. Post pipeline procedure, it was reported that the patient was symptomatic of proptosis, ophthalmoplegia, decreased sensation in the ophthalmic/maxillary (v1/v2) distribution, swelling of the right eye, retro-orbital pain, vomiting, and third nerve. The issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation because they were implanted in the patient.the one other pipeline device involved in the event is:model#: fa-77500-16; lot#: not reported; mfg date: n/a; exp date: n/a.(B)(4).